Manufacturer narrative:
The date of event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported interferes with the endoscope's illumination when the up or down button is pressed during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.